Event description:
Healthcare professional reported pain and capsular contracture baker grade iii bilaterally. The devices have been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of device appears to trigger rejection and capsular contracture was received on june 07, 2021 with lot number: 1243042. Analysis of the returned device identified: weight to the spec, opening curved on anterior, creases fold, wear abrasion and brown particles in the shell. A visual and microscopic analysis was performed which identified: striated opening on anterior. Base on the device analysis the final assessment is: a striated opening on anterior assessed as surgical damage consist in the use of some surgical tool.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported pain and capsular contracture baker grade iii bilaterally. The devices have been explanted.